Manufacturer narrative:
The manufacturer did not receive the device for investigation as it still implanted. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a biolox delta head, 12/14, 36 x -3.5 on (B)(6) 2014 on the right side. It was reported that the pt is experiencing an allergic reaction, blemish on skin, and itching all over and is being monitored.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. It was reported that the patient is experiencing an allergic reaction, blemish on skin, and itching all over. Possible causes for the reported event according to dfmea: adverse body reaction (e.g. Cancer, allergies, etc.) -> due to material not biocompatible. Adverse body reaction -> due to leaching of critical substances (e.g. Plasticizers, phthalates). Adverse body reaction (cytotoxicity, irritation, sensitization, systemic toxicity, mutagenicity, carcinogenicity) -> due to ha not biocompatible. Foreign body reaction (packaging residuals on implant surface) -> due to wear particles created by the rough surface of the implant rubbing on the pouch due to vibrations. Comparison to investigation results whether it is possible and justification: (B)(4). Not possible -> biocompatibility of the product is validated according to the biocompatibility specification. Possible -> even though the packaging is validated according to the packaging specification, it is possible that the packaging is damaged while outside of zimmer biomet control. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).